Event description:
The two identical adverse events were received from the ethicon complaint team (B)(4).the time of the event was described as (B)(6) 2022 for a male patient with the initials g.y ((B)(4), qn 200083508) and (B)(6) 2022 for a male patient with the initials h.h ((B)(4), qn 200083509). Lot no. 265294. No sample will be returned. It was reported by a sales rep that, during a neurosurgery (removal of hematoma in putamen), that the patient had a seizure leaving the operating room after the procedure. The event is described as severe. The detail of the intervention is not commented on however it is stated that the period of tracheal extubation was extended 1 week. It is further described that there was no delay in the procedure. It is stated that 8 ml of surgiflo was used and it was not removed after hemostasis was achieved and further that bleeding issues was not reported. The surgeon commented that a relationship between the product (surgiflo) and convulsion was unlikely and they do not know what cause the event. It is stated that the patient fully recovered after adverse event. 2 rounds of follow-up questions were processed, and received 3 mails with further information. The two identical adverse events are placed in category 3 from a conservative approach. It cannot be rule out that the event was related to the use of surgiflo. It is clearly stated in the response from the surgeon that surgiflo was not removed after hemostasis was achieved thus off label use. The surgeon also state that it is unlikely that sugiflo caused the adverse event. It is concluded from a conservative point of view that the two identical adverse events are reportable. The adverse events will be captured in the pms process.